Manufacturer narrative:
Insulin pump received with no button response due to flattened act and esc button dome switches. Insulin pump received with cracked reservoir tube, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act and esc buttons were not consistently responding. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.